Manufacturer narrative:
The customer reported that the bedside monitor (bsm) had received physical damage from a bed hitting it. He said the screen will not work and that it has an "indentation scratch." He also said that the screen stays black while powered on. The screen does respond to touches but he hears audible sounds when he touches the screen. The device was not in use on patients at the time of the incident. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. When the device was turned on there was no video. The inverter board was replaced which corrected this issue. In addition, the touch screen and touch screen packing were replaced. All other functions were tested prior to shipping the repaired device to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) had received physical damage from a bed hitting it. He said the screen will not work and that it has an "indentation scratch." He also said that the screen stays black while powered on. The screen does respond to touches but he hears audible sounds when he touches the screen. The device was not in use on patients at the time of the incident.